Manufacturer narrative:
D4 serial and primary UDI number were revised. D9 device was returned and date received was added. H6 type of investigation was updated due to the device being returned. H11 additional manufacturer narrative was updated due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This pump is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: the patient was a 64-year-old female with acute myocardial infarction and cardiogenic shock, with a pre-support clinical condition consistent with scai shock stage e. Following balloon aortic valvuloplasty of a bicuspid aortic valve, the patient experienced cardiac arrest requiring cardiopulmonary resuscitation and intubation. Aortic insufficiency was noted on aortic root injection prior to placement of an impella cp device via left femoral arterial access. After impella cp implantation, the patient stabilized and transthoracic echocardiography demonstrated severe aortic insufficiency per the interventional cardiologist and cardiothoracic surgeon. Multidisciplinary discussions were held regarding whether the presence of the impella device was contributing to worsening aortic insufficiency. The decision was made to remove the impella device to assess valvular function without mechanical circulatory support. Following explant of the impella approximately 1 hour and 45 minutes after implantation, the patient was found to have critical aortic insufficiency that was worsened in the absence of the device. It was determined that forward flow from the impella had been supportive. A second impella cp device was subsequently implanted while the patient was being prepared for cardiopulmonary bypass and aortic valve replacement. The patient was successfully weaned, survived the procedure, and no device malfunction was identified. The reported event involved management of severe and critical aortic insufficiency in the setting of cardiogenic shock following balloon aortic valvuloplasty. The temporary removal of the initial impella was performed for clinical assessment purposes and not due to a device-related issue. The patient¿s clinical condition was attributed to underlying cardiac pathology and procedural factors, and the patient injury was not attributed to the impella device. Device involvement was assessed as no involvement.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of pdi/aortic valve regurgitation was likely patient condition related since ai was noted on aortic root injection prior to impella placement.